Event description:
A report was received that the pt had redness and drainage at the ipg and lead sites. The pt was placed on oral antibiotics and is responding well. No plans to explant at this time.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.